Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered suspend. The customer's blood glucose was 126 mg/dl and sensor glucose was 70 mg/dl at the time of incident. Troubleshooting was completed but was inconclusive. The sensor was returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings. See attached file for more details.